Event description:
It was reported that the pump battery could not be charged resulting in the pump shutting down. The customer experienced an elevated blood glucose (BG) level displayed as "High"; although specific value was not provided. Customer administered a correction injection to address the BG. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.